Event description:
It was reported that due to a telemetry issue, the patient had not received stimulation or recharged their device for approximately 2 months. The patient had not been using the device as she wasn't sure it was making a difference. When the pain in her lower back worsened, she decided to use the stimulator again. The patient was getting 8 bars of telemetry, and after conducting an antenna lock the device indicated a "power on reset" (por) condition. According to the manufacturer representative the patient was provide with information to clear the por and recharge the device. Six days later, on may 31, the patient reported that they were not able to adjust their stimulation and that the display on the programmer showed the "call your doctor" icon. The patient also stated that they felt a shocking or jolting sensation and numbness in their legs which started following implant. She added that if she had stimulation on while she was moving or mobile, she felt shocking in lower back. The patient was considering having the device removed but was willing to try stimulation again. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45 lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead product ID 3778-45 lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead product ID 37752 lot# serial# (B)(4), implanted: explanted: product typ recharger product ID 37743 lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).